Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up shaky and was not feeling well. Her blood glucose level was over 600 mg/dl. The customer called the paramedics and was taken to the emergency room and was admitted into intensive care unit on (B)(6) 2016. In the emergency room she removed the infusion set and found the cannula was bent. The customer had chest pain, was thirsty, feverish, and could not function. Customer's blood glucose at the time of admission was 594 mg/dl. The customer experienced a high blood glucose level with a diabetic ketoacidosis. Her arm went limp. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.